Event description:
It was reported that the pt presented to the emergency room with baclofen withdrawal. The pt was due to have her pump refilled on (B)(6) 2010, but her mother forgot. The physician treated the withdrawal and refilled the pump. The pt received oral baclofen and valium. The pt went to ICU for observation. The pump concentration and dose was noted as "500 mcg". As of (B)(6) 2010, the baclofen withdrawal was resolved. The pt was in a hospital room for swallowing problems and having tested for that. Additional info has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
(B)(4).